Manufacturer narrative:
Nuvasive ref. # (B)(4). Radiographs were received, and the event was confirmed. The s1 bone screws were fractured mid-shaft. No further eval of the devices could be completed as the bone screws were discarded by hospital. The length of time from implantation of the event date suggests' non-union may be a factor. Bmi of (B)(6) also be a contributor to fatigue failure. The root cause of this reported event has not been determined; no conclusion can be drawn. Review of labeling notes: warnings cautions and precautions. "Potential risks identified with the use of this device system, which may required additional surgery, include: device component fracture. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen bend or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant".

Event description:
In (B)(6) 2013 pt underwent tlif surgery with bilateral pedicle screw fixation from l5-s1. In (B)(6) 2014 subject complained of pain when bending. During a follow up visit, radiographs depicted the two inferior bone screws at s1 had fractured mid-shaft. Revision surgery was performed on (B)(6) 2015 to replace the broken screws. Pt is doing well after revision surgery. It is unk if post operative care was followed.